Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction "discoloration was observed inside the light guide lens, and a gap in the adhesive area between the sever plug in and the distal end" is traced to component failure and for the malfunction "foreign objects were observed inside the air/water channel and air/water cylinder, as well as on the forceps elevator and residual liquid was observed inside the c-cover" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which was an olympus asset with no reported complaint. During the evaluation of the device, foreign objects were observed inside the air/water channel and air/water cylinder, as well as on the forceps elevator. Residual liquid was observed inside the c-cover, discoloration was observed inside the light guide lens, and a gap in the adhesive area between the sever plug in and the distal end was observed. There was no patient involvement.